Event description:
A cystoscopy/ureteroscopy with stone removal was performed on this (B)(6) year old female. During the procedure a nitinol wire was used and the outer sheath ( blue covering ) came off the wire. The piece of coating was able to be retrieved and no harm to the patient occurred. FDA safety report ID# (B)(4).